Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device is not definitively see / essure, but not visible on us and MRI of pelvis.') And genital haemorrhage ('bleeding') in a female patient who had essure (batch no. A73766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included accident ((B)(6) 2016) and caesarean section. Concurrent conditions included morbid obesity, abdominal pain lower, myalgia, myositis, back pain, muscle spasm, stomach pain, neck pain, watering eyes, shortness of breath, menses irregular, perineal pain, nausea, ovarian cyst, nabothian cyst, tooth fracture, abdominal cramps, vaginal bleeding, weight loss, dysmenorrhea, abdominal pain, body temperature fluctuation and bowel movement irregularity. Concomitant products included methocarbamol for muscle spasm, chlorzoxazone; paracetamol (parafon forte) and tramadol hydrochloride (ultram ER) for pelvic pain as well as cannabis sativa (marijuana), etodolac, gabapentin, ibuprofen, ibuprofen (motrin), oxycodone, oxycodone hydrochloride;paracetamol (percocet), phentermine, phentermine hydrochloride (adipex) and topiramate. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), arthralgia ("joint pain"), dyspareunia ("dyspareunia"), alopecia ("other (list): hair loss"), tooth disorder ("dental issues"), headache ("headaches"), fatigue ("fatigue") and hypoaesthesia ("numbness"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, arthralgia, dyspareunia, alopecia, tooth disorder, headache, fatigue and hypoaesthesia outcome was unknown. The reporter considered alopecia, arthralgia, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, pelvic pain and tooth disorder to be related to essure. The reporter commented: left side -3 trailing coils. Right side - 5 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: final diagnosis. Uterus, cervix, and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix with focal chronic cervicitis, squamous metaplasia, and micro glandular hyperplasia. Inactive endometrium, negative for hyperplasia. Fallopian tubes with focal cystic wa1thard cell nests. Negative for malignancy. Ultrasound scan - on (B)(6) 2017: impression: 1.8 cm left ovarian cyst. Follow-up pelvic ultrasound in 2-3 months recommended. 6 mm nabothian cyst. Iud in place.. Ultrasound scan vagina - on (B)(6) 2018: impression: essure device is not definitively seen. Otherwise unremarkable sonographic evaluation of the pelvis. On (B)(6) 2018: essure, but not visible on us and MRI of pelvis. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record- "pelvic pain, hair loss". Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device is not definitively see / essure, but not visible on us and MRI of pelvis.') And genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. A73766-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included accident (B)(6) 2016) and caesarean section. Concurrent conditions included morbid obesity, abdominal pain lower, myalgia, myositis, back pain, muscle spasm, stomach pain, neck pain, watering eyes, shortness of breath, menses irregular, perineal pain, nausea, ovarian cyst, nabothian cyst, tooth fracture, abdominal cramps, vaginal bleeding, weight loss, dysmenorrhea, abdominal pain, body temperature fluctuation and bowel movement irregularity. Concomitant products included methocarbamol for muscle spasm, chlorzoxazone;paracetamol (parafon forte) and tramadol hydrochloride (ultram ER) for pelvic pain as well as cannabis sativa (marijuana), etodolac, gabapentin, ibuprofen, ibuprofen (motrin), oxycodone, oxycodone hydrochloride;paracetamol (percocet), phentermine, phentermine hydrochloride (adipex) and topiramate. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), arthralgia ("joint pain"), dyspareunia ("dyspareunia"), alopecia ("other (list): hair loss"), tooth disorder ("dental issues"), headache ("headaches"), fatigue ("fatigue") and hypoaesthesia ("numbness"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, arthralgia, dyspareunia, alopecia, tooth disorder, headache, fatigue and hypoaesthesia outcome was unknown. The reporter considered alopecia, arthralgia, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, pelvic pain and tooth disorder to be related to essure. The reporter commented: left side -3 trailing coils right side - 5 trailing coils diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: final diagnosis uterus, cervix, and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: - cervix with focal chronic cervicitis, squamous metaplasia, and micro glandular hyperplasia. - inactive endometrium, negative for hyperplasia. - fallopian tubes with focal cystic wa1thard cell nests. - negative for malignancy.. Ultrasound scan - on (B)(6) 2017: impression: 1. 1.8 cm left ovarian cyst. Follow-up pelvic ultrasound in 2-3 months recommended. 2. 6 mm nabothian cyst. 3. Iud in place.. Ultrasound scan vagina - on (B)(6) 2018: impression: essure device is not definitively seen. Otherwise unremarkable sonographic evaluation of the pelvis.; on (B)(6) 2018: essure, but not visible on us and MRI of pelvis. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record- "pelvic pain , hair loss". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint) no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.